Event description:
My son has used covidien shiley tracheostomy tubes for over 31 years. He has had a custom made trach from shiley for the last 11 years. All of a sudden, we are now having issues with the trach breaking where the trach is tied, causing the trach to fall out. This has happened twice in the last 30 days.